Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: during investigation, a review of the pump¿s black box showed no pump reboots. There were no warnings or alarms related to complaint observed. During testing, the pump was powered on with the returned battery cap. The battery cap was unable to fully tighten to the pump. A power loss was not observed. A crack was observed in the battery compartment in the thread area and below the grip pad. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump was removed from the case and no evidence of moisture or loose components were found inside the pump. Unrelated to the complaint, evaluation revealed a dim, discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power. It was noted that the battery compartment was cracked and the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.